Event description:
It was reported that the pump battery was depleting quickly. Customer's blood glucose ranged from 79-80 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.